Manufacturer narrative:
Section h5, h8: correction

Manufacturer narrative:
Manufacturer investigation conclusion: the mobile power unit (mpu) was not returned for analysis and remains in use. The reported event of a no external power alarm while on the mpu was confirmed based on the information recorded in the log file provided by the customer. The log files contained approximately 37 days of data. 8 no external power alarms were recorded throughout the log file. Prior to each event, the information that was recorded showed the system powered by an mpu. The associated voltage levels showed that mpu power was lost during each event. Mpu power was restored after each event and the alarms cleared. Pump support was not affected, and the system was powered by the external backup battery during each event. The pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. A specific root cause for the no external power events was not able to be determined. The heartmate ii patient handbook addresses all alarm conditions including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted captured several no external power events beginning on (B)(6) 2019. Which was caused by power to the mobile power unit (mpu) being briefly interrupted and may have been due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There were no other unusual events recorded in the log file. The mcs equipment is operating as intended. Additional information was requested but not provided.